Event description:
In 2007, an 18 fr gore introducer sheath was advanced through the patient's left common iliac artery and a gore excluder aaa endoprosthesis trunk-ipsilateral leg component was implanted. When the physician pulled back the introducer sheath, the patient's left common iliac artery ruptured. The patient was converted to open surgical repair. It was reported that the patient's blood pressure decreased and the patient's heart stopped on numerous occasions. The patient was transferred to the intensive care unit and subsequently expired.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: in 2007, a gore excluder aaa endoprosthesis trunk-ipsilateral leg component (pxt231218/lot#04930007) was implanted and subsequently explanted.